Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results for two patients with the determine hiv 1/2 ag/ab combo test performed on various dates. This report addresses patient one (1) of two (2). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test performed on (B)(6) 2025. The patient received a negative confirmatory test using the attelica method. The patient did not receive art. It is not known if the patient was pregnant at the time of testing. No other information, including patient treatment and outcome, was provided.

Manufacturer narrative:
Correction: b5; h11 - the information on the previous submission (follow up #1) was reported erroneously and not able to be confirmed by the customer. This remains a reportable event. E1 - removed state from city field, h6 - added component code, h10 - na to blank. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results for two patients with the determine hiv 1/2 ag/ab combo test performed on various dates. This report addresses patient one (1) of two (2). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test performed on (B)(6) 2025. The patient received a negative confirmatory test using the attelica method. The patient was pregnant at the time of testing. No other information, including patient treatment and outcome, was provided.

Manufacturer narrative:
New information was provided from the customer on (B)(6) 2025 that indicated that the patient was pregnant at the time of testing, but was confirmed to not have received anti-retroviral treatment (art). Based upon this new information, this complaint is no longer a reportable event.

Event description:
The customer reported false positive results for two patients with the determine hiv 1/2 ag/ab combo test performed on various dates. This report addresses patient one (1) of two (2). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test performed on 06 feb 2025. The patient received a negative confirmatory test using the attelica method. The patient was pregnant at the time of testing. The patient was confirmed to have not received art. No other information, including patient treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000909599 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 0000909599, device part number 10732998 / lot 891885. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000909599 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The customer reported false positive results for two patients with the determine hiv 1/2 ag/ab combo test performed on various dates. This report addresses patient one (1) of two (2). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test performed on (B)(6) 2025. The patient received a negative confirmatory test using the attelica method. The patient was pregnant at the time of testing. No other information, including patient treatment and outcome, was provided.